Event description:
The customer reported conflicting results with the idnow covid-19 assay for multiple patients on various dates. This MFR. Report addresses patient seven (7) of seven (7). The customer reported a conflicting result with the idnow covid-19 assay on an unknown date on a nasopharyngeal sample. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02226 - 1221359-2022-02232.

Event description:
The customer reported conflicting results with the idnow covid-19 assay for multiple patients on various dates.this MFR report addresses patient seven(7) of seven(7). The customer reported conflicting results with the idnow covid-19 assay on (B)(6) 2022 on anasopharyngeal sample. Two lots were used with one patient tested on the same day. Lot m185934 was used on (B)(6) 2022 for the first test and lot m186107 was used on (B)(6) 2022 for the second test. No additional data regards to treatment and outcome, was provided.

Manufacturer narrative:
Please see the updates with the additional data: a 2, a3,a5, b3,b4,d4(lot,UDI, expiry date),g3, g6 , h2 and h10. The supplemental report is being submitted to provide the awareness date of the event, patient information and corrected event description. For the lot m185934 manufacture date :02/12/2022 and expiry date: 11/09/2022.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2, and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lots m185934 and m186107. With internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lots: m186107, m185934; test base part number 190-430 / lot: m186107, m185934. The lots met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185934 showed that the complaint rate is 0.001% and lot m186107 is 0.004%. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185934 showed that the complaint rate is 0.001% and lot m186107 is 0.004%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference.